Event description:
Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2006 and the right hip arthroplasty procedure occured on (B)(6) 2010. A subsequent left hip revision procedure was performed (B)(6) 2012 allegedly due to infection. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2012-01926-1, 01926, 2408 / 2411).

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.